Event description:
It was reported that the user was implanted in 2014 but full insertion could not be achieved, resulting in 5 extra-cochlear channels. The user was unsatisfied, due to poor performance and discomfort at stimulation, and was refusing to wear the processor at that time. At a follow-up appointment on (B)(6) 2015, the user was reprogrammed, and the user reportedly had good access to sound. The user was counselled on continued use of his audio processor. Since (B)(6) 2020 a gradual decrease in hearing performance with the device has been reported. Between march 2020 and august 2020 fluctuations in impedances and a reduction in hearing performance with the device had been observed. There was no incident of trauma or accident. Th user was re-implanted on (B)(6) 2021. This report refers to 9710014-2014-00627. Please refer to this report for further information.